Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with power error alarm on their insulin pump. It was reported that the pump no longer has connection with the blood glucose meter or sensor. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the device alarmed for trace pointers invalid, history pointers failed, and post reset ram crc alarm. It was reported that the pump error occurred during rewind. It was reported that the pump passed the self-test. It was reported that the customer was advised to monitor the device and call back if issues persist.